Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. The device was filled with meropenem, gentamicin, and ceftriaxone. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 22, 2014 to september 25, 2014. An evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed solid white particles approximately 0.75mm to 1.70mm in length floating in the fluid inside the reservoir. Ft-ir spectrophotometer scanning identified the particles to be acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.